Event description:
It was reported that the ventilator did not start. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the unit could not be switched on. Identification of issue has been done by analyzing problem description and service report. There was no patient harm. According to the information provided by the technician, the dc/dc & standard connectors printed circuit board (pcb) was replaced. The issue has been resolved and the device was delivered to the user in working condition. Power supply selection is managed by this pcb and divided between mains power and external +12 v dc supply. In case of malfunction of this pcb - for example short circuit - may lead to stop of ventilation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).